Event description:
The manufacturer was contacted regarding a dreamstation auto bipap w/humid/ht, dom device. The user alleges visualization of black particles blowing out from the device. There is no allegation of patient harm or serious injury, nor is any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.